Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experience tenderness at implantable pulse generator (ipg) site, similar to time of implant and sensation of, "wires...pulling on my shoulder." They also reported that their ipg migrates by rotating position when they lie supine and rotate onto their right hand side, where they can prevent its rotating by grabbing their ipg site in advance. The ipg system remains in use. No further patient complications have been reported as a result of this event.